Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, approximately seven (7) years post-implantation, the patient began to experience pain, lysis of the tibial component with radiolucent lines, with loosening and subsidence of the tibial tray noted. The patient is additionally experiencing difficulties in ambulation with limited range of motion. A revision surgery to replace the affected component is pending. All available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a4; a6; b4; b5; b7; d10; e1; g3; h6; h11. B3: exact date of symptom onset is unknown however is reported to have began in 2021. D10: additional medical product: palacos bone cement: catalog#: 66017569, lot#: 77984359. Additional information has prompted a review of the previously reported investigation results. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h9; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the DHR found aseptic tibial loosening rates of the device are higher than expected, which could be related to the reported event. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: femoral component option size g left: catalog # 00596401751, lot # 62413843; articular surface size gh 10 mm height: catalog # 00596405010, lot # 62686480. G2: united kingdom the product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, approximately ten (10) years post-implantation, it was reported that the patient began to experience pain coupled with loosening of the tibial component. No medical intervention has been reported. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h9; h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the DHR found aseptic tibial loosening rates of the device are higher than expected, which could be related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was evaluated multiple times for ongoing left knee issues and complications following a nexgen knee replacement. The consult noted a bmi of 42.5, chronic pain for three years, radiolucency beneath the medial tibial trays, and increased instability. Six months later, imaging showed progressive lysis under the medial tibial components and stem movement, prompting discussions about weight loss due to the elevated bmi. In one month following the imaging, the patient presented to the emergency department after falling down stairs, sustaining a closed fracture of the left fibular head with associated knee and ankle swelling; imaging also revealed lucency around the tibial prosthesis suggestive of loosening. A later clinic visit confirmed the fracture was stable, with full weight-bearing allowed and expected healing within 6¿8 weeks. An orthopedic consult diagnosed failing nexgen knee replacements and planned a revision of the left side. Despite observed subsidence and reduced knee range of motion to 80 degrees, the joint remained stable. However, a bmi of 43 raised significant concerns about surgical risk, making the patient a poor candidate for revision without prior weight reduction. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.